Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a falsely decreased alinity c calcium result of 0.58 mmol/l was reported for a patient. The chemistry pathologist questioned the result, so the sample was retested. The retest results were 2.45 and 2.43 mmol/l. No impact to patient management was reported.

Event description:
The customer stated that a falsely decreased alinity c calcium result of 0.58 mmol/l was reported for a patient. The chemistry pathologist questioned the result, so the sample was retested. The retest results were 2.45 and 2.43 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. File sample analysis was not performed as the customer performed troubleshooting by repeating the sample on the same analyzer and higher acceptable results were generated. In addition, the quality control was in range at the time of the falsely depressed result. Based on the investigation, no systemic issue or deficiency of the alinity calcium reagent. Lot 66942un22 was identified.